Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to magnet response. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt a ¿shocking pain¿ between his device and his heart immediately following hearing their implantable cardioverter defibrillator (ICD) alert. Upon interrogation, it was noted that the ICD had not delivered high voltage therapy. The ICD had triggered magnet tones multiple times. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.